Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that evita xl crashed and rebooted while on a patient. No injury has been reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the device and the mixer cartridge air and mixer cartridge o2 of the affected device were provided for the investigation. As the device was tested extensively by the customer after the event, the log entries regarding alarms and user interactions on the date of event were overwritten. Based on the error log entries a failure of one of the mixer cartridges could be confirmed. Evaluation of the mixer cartridge o2 showed no malfunction. Evaluation of the mixer cartridge air revealed an electronic failure after a short time of operation. In case of this malfunction the device initiates a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start, an audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.